Manufacturer narrative:
(B)(4). The customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found no power loss alarm on the event date of 07/30/2021; insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected insert battery, low battery, replace battery, power loss, and replace battery alarms during testing. In summary, insulin pump passed required testing. Customer alleged for power loss alarm was not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.